Event description:
It was initially reported by the surgeon that he used electrocautery while performing a lead revision surgery on the pt. When the surgeon hooked up the new lead to the generator implanted, he received generator passed end-of-service. Surgeon went ahead and replaced the generator as well. Diagnostics performed were within normal limits once the new lead and the generator were implanted. Old generator was returned to manufacturer for analysis. Analysis is currently pending on the generator.